Event description:
On 4-25-2008, baxter was notified that a pt was overdosed with dilaudid three times with three different pca ii pumps. The pt was started on the dilaudid infusion on a week earlier at a basal rate of 0.1 mg/hr for this pump. The available dose was 0.1 mg every 10 mis as needed for pain. The syringe was noted to be empty on that day. The pt was then connected to a second pump on the following day, which was loaded with dilaudid and set at a basal rate of 0.1 mg/hr. The available dose was 0.1 mg every 10 mins as needed for pain. The second pump was also noted to over infuse when the syringe was empty on the same day. Then the third pump was connected on the next day, at the basal rate of 0.1 mg/hr. The available dose was 0.1 mg every 10 mins as needed for pain. The syringe was empty on the same day. The pt is a female who was diagnosed for sickle cell anemia. This pt is allergic to morphine and, so was prescribed dilaudid for pain. The pt is known to be manipulative and may have tampered with all three of the pca pumps which overinfused for three days from a week prior to original date. Narcan was given for the incident which occurred on the second day. Narcan was not given on the first day and the third day. The pt recovered and was discharged from the hosp on two days later. The pump in this report was involved in the first day incident.

Manufacturer narrative:
The pump is in the process of being evaluated. A f/u report will be filed upon completion of the eval or if add'l info becomes available.